Event description:
As the operator was pulling negative on a 3.5x18mm cypher, it was noted that only air was being sucked in, and there was a crack in the hub. The device was never used in the pt; there was no injury.

Manufacturer narrative:
This product is available for evaluation and testing; however, it has not been received as of today.